Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a burn to the patient. Please note the procedure was completed successfully.

Event description:
It was reported that there was a burn to the patient. Please note the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: inner sheath and l-tip started to melt during a procedure. The surgeon cauterized the liver when it was not meant to be cauterized. The probable root causes could be conductive irrigating or aspirating fluid used was inside the distal end, and contacted the probe and the sheath causing the sheath to melt, power set too high. The device manufacture date is not known. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.